Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to frequent charging. No device malfunction was suspected. The explanted ipg will not be returned per hospital policy and patient was doing well postoperatively.